Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted as the lead did not deliver to the target vessel.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.